Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the patient presented with ischemia to the left foot. The angiogram revealed thrombosis in the left common iliac artery. The physician was unable to advance a guidewire through the occlusion. The physician elected to perform a femoral to femoral bypass. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results: arterial and venous occlusion. No operative reports or films were received. Evaluation: conclusions: no operative reports or films were received. Secondary intervention.